Event description:
The customer's mother called to report that the customer went to the emergency room due to blood glucose levels above 500 mg/dl. The mother stated that the customer had been experiencing high blood glucose levels for two days prior to the event. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.